Event description:
It was observed that during the device evaluation, the subject device exhibited distal fiber breakage, minor dents on the distal edge, cracks on the side of the video connector, and the image was out of the field of view. There was no patient involvement on this reported event.

Manufacturer narrative:
Based on the device evaluation findings, a definitive root cause of the reported event could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.